Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contribute to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip open while establishing final arm angle (faa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle test. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened when establishing final arm angle (efaa) testing. The faa testing was performed two more times but still failed. The clip was not implanted and the cds was removed and replaced. Efaa testing was performed outside the anatomy, and efaa was confirmed. The procedure continued with a new cds. Two clips were implanted, reducing mr to 3-4. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.